Manufacturer narrative:
Citation: yoshikawa, yasushi et al. Long-term outcomes of the mosaic aortic porcine bioprosthesis in japan: results from the japan mosaic valve long-term multicenter study. Circulation journal. 2020; 84:1261-1270. Doi: 10.1253/circj.cj-19-1113. Earliest date of publish used for event date and death date . Medtronic products referenced: mosaic bioprosthetic aortic valve (PMA# p990064, product code dye). Earliest approved product used for product code and PMA#. No unique device identifier serial numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term outcomes after the implant of mosaic bioprosthetic aortic valve. All data were collected from a retrospective review of implants from 10 japanese medical centers between 1999 and 2014. The study population included 1,202 patients (predominantly female, median age 76 years). No serial numbers were reported. Among all patients, valve-related deaths were reported. However, the exact cause of death was not provided. No additional adverse patient effects or product performance issues were reported.